Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed based on the angiograms provided; however, the exact cause of the event could not be conclusively determined due to the limited available imaging. Lack of pre-implant CT scans did not allow for assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (with contrast injections from different levels within the stent graft) was performed; however, only a single imaging viewpoint (a-p) was observed in the provided films, and the image quality was suboptimal. While it cannot be fully confirmed, the endoleak most likely represents an acute type iii fabric endoleak, potentially caused by a fabric tear due to adjacent calcification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a stent graft (etlw1613c82ee endur ii limb) was placed from the common iliac artery to the external iliac artery to exclude a 60mm left internal iliac artery aneurysm with a healthy aorta and common iliac artery. It was noted that there was slight to moderate calcification at the internal iliac artery-common iliac artery bifurcation. During the index procedure, an angiogram identified a leak into the internal iliac artery origin into the aneurysm after stent graft placement. The physician ruled out a type ia and ib endoleaks by positioning the pigtail catheter in the middle and below the stent graft, and excluded a type ii endoleak as pre-stenting coil embolization was performed in the internal iliac artery sac. A suspected type iiib endoleak was identified, originating from the middle of the stent graft where the limb tapers. An additional stent graft (etlw1613c82ee) was implanted to cover the suspected type iiib endoleak, and the endoleak resolved. Per the physician the cause of the event was anatomy related. It was noted that there was a slight to moderate degree of calcium on the internal iliac artery-common iliac artery bifurcation. However, the physician also stated that it is unlikely the calcium would break apart or dislodge the stent graft, as they have previously used similar stent grafts in comparable anatomy. No additional clinical sequalae was provided and the patient is fine.